Event description:
It was reported that pixels were out in the display. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the display board. A review of the device history record for (B)(6) was performed from the date of manufacture 09/06/2017 to the present date 10/09/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that pixels were out in the display. There was no patient involvement.